Event description:
New information received notes that the patient's right ventricular lead had a fracture and the right atrial lead was found to have excess slack such that the middle of the lead was going across the tricuspid valve when the patient was in supine position. The system, including both leads were explanted. The patient was stable before during and after the procedure.

Event description:
New information received notes the right ventricular capture thresholds were moderately high prior to the procedure for explant. .

Manufacturer narrative:
Correction to supplemental report submitted feb 19, 2021 - section g3 should have been "feb 16, 2021" for the new information instead of "feb 16, 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-00763. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right atrial lead exhibited low impedance and noise. Also, noise was noted on the right ventricular lead. No interventions were made at this time. The patient was stable and will continue to be monitored.